Event description:
The physician completed a procedure and removed the penumbra neuron delivery catheter 070. The physician was removing it from the sheath when he noticed that the neuron had fractured and only the inner coil of the neuron was visible. He inserted a snare and retrieved the remainder of the catheter. The physician said that the pt is fine and was not affected by the event. The physician thought that maybe the neuron got caught on the end of the sheath and that is how it fractured.

Manufacturer narrative:
Conclusion: the device is available for return and a follow up MDR will be submitted upon completion of the device investigation.